Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the device "malfunctioned" when the battery got low and "rapid paced" (the heart.) The device was explanted and replaced, and follow-up was attempted to determine if the replacement procedure was necessary due to the battery being low or to an actual malfunction, but no further information could be obtained. The patient noted this feature (that previously "malfunctioned") was turned off in the new device. No patient complications have been reported as a result of this event.